Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime/fill anomaly. The device was also received with a bleeding lcd, cracked case above corners of display window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She stated that she changed the infusion set and reservoir, but alarm continued to happen. The blood glucose at the time of the incident was 131 mg/dl. The customer also reported that the insulin pump has cosmetic damage. She stated that it is cracked at the display and case. The customer did not recall any events leading to the damage. The device was returned for analysis.